Manufacturer narrative:
(B)(4). Covidien customer support engineer (cse) inspected the device and did not duplicate the alleged malfunction. The ventilator passed all test and calibration.

Event description:
Covidien received info that the 840 ventilator had a "circuit disconnect" alarm while in use on a pt. The pt was placed on another ventilator. There was no pt harmed or injured as a result of the event.